Event description:
During laparoscopic procedure, when the physician attempted to begin electrocautery, the bipolar continuously activated without the footswitch being depressed. There was no adverse outcome to the patient, physician or staff. The electrosurgical generator, footswitch and single-use cutting forceps were sent to biomedical engineering for evaluation. The biomedical engineer inspected and tested the bipolar and monopolar (which was connected and can activate bipolar) footswitches. Both activated only when footswitch was pressed. Biomedical engineer was unable to reproduce the fault experienced during surgical procedure and found no other problems with the generator or footswitch. The surgery staff included the cutting forceps, but biomedical engineering indicated that this handpiece/forceps does not have the ability to activate the cautery. The activation of the cautery using this forceps is done through the footswitch.